Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was static and inaccurate. Customer continued to use the existing cartridge. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 41-170 mg/dl. Cause was not known. Customer consumed carbohydrates, cake, juice, and a soda to address bg.